Event description:
Pt with orthopedic hardware in left ankle. Previous MRI 1 week earlier without complications. In 8/05, pt suffered two quarter-sized areas of erythema with mild, broad, superficial blistering in the medial aspect of the mid-calf at the contact point between the two legs. Pt treated and released. Unclear whether result of radio frequency or magnetic field. MRI is ge product. Manufacturer investigating incident. Scanner is less than 2 yrs old, more powerful then previous scanners.